Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, this chronic right ventricular (rv) lead was connected to the replacement implantable cardioverter defibrillator (ICD) and shock impedance measurements were noted to be in the 60 ohms range. Following pocket closure, high out of range shock impedance measurements greater than 125 ohms were observed in the coil to coil programmed configuration. The programmed configuration was changed to coil to can and shock impedance measurements were noted to be in the 80 ohms range. A 26 joule shock was delivered and showed a shock impedance measurement of 63 ohms. The programmed configuration was left coil to can and the physician will continue monitoring. No additional adverse patient effects were reported. This product remains implanted and in service.